Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver resection. According to the reporter: the customer stated that after the needle passed through the liver section, the needle broke and the tip of the needle couldn't be found. The patient was involved without injury. The surgery time didn't extend by more than 30 minutes.